Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 588 mg/dl and declined troubleshooting for it. Customer stated that, she had serious problems with insulin flow block alarm. Assisted customer in performing a 5.0u fill cannula and the insulin did not exit and pump alarmed insulin flow blocked. Pump alarmed with no reservoir detected. The insulin pump will be returned for analysis.